Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access solution set leaked from the flat part of the connector during infusion of sendoxan. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak and functional testing were performed and passed successfully with no issued noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.